Manufacturer narrative:
Additional follow-up with the facility contact indicated that the patient recovered and was released subsequently. No additional details regarding the patient were provided by the facility. They also indicated that this event was not caused by any of the bwi products as these occurrences are expected during such procedures and there is no service required for the equipment involved in this procedure. If the product is returned to bwi in the future, an analysis will be performed and a 3500a supplemental will be submitted to the FDA. Concomitant products: carto 3 system, catalog # m480001, serial # (B)(4). Stockert 70 rf generator, catalog # s7001, serial # (B)(4). Coolflow irrigation pump, catalog # cfp002, serial # (B)(4). Ez steer thermocool nav bi-directional catheter, catalog # bni75tcdfh, lot # 15337178m. (B)(4).

Event description:
It was reported that during an afib procedure the patient's blood pressure dropped. A pericardial effusion was visualized with ultrasound near the right ventricle. The patient's blood pressure was stabilized with medication. No pericardiocentesis was performed. The patient will be admitted for observation. The caller stated that the physician believed it may have been the result of placement of a diagnostic catheter in the right ventricular apex.